Manufacturer narrative:
(B)(6). This report is for four (4) unknown 3.5mm cortex screws with partial part number 204.8xx. Part family 204.8xx is associated with 3.5mm cortex self-tapping screws in a variety of lengths. Per the facility, the complainant part will not be returned for evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on an unknown date. A 3.5 mm locking compression plate (lcp) and four (4) 3.5 mm cortex screws were removed. It was reported that the patient's forearm was healed, but that the devices were removed as the doctor felt that the forearm would have more movement (ability to rotate) without the devices. The surgery was successfully completed with no surgical delays or harm to the patient. This report is for four (4) unknown 3.5mm cortex screws. (B)(4).